Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001825034-2018-01206; 0001825034-2018-01207; 0001825034 - 2018 - 03438; 0001825034 - 2018 - 03439. Medical devices: 211220 compr srs prox bdy lot 294130; 211264 compr srs mod stem lot 879230; unknown part/lot, baseplate; unknown part/lot, central screw; unknown part/lot, central screw; this report is being submitted late as it has been identified in remediation. Report source: foreign. The event occurred in (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
It was reported as part of clinical study 540 that a patient underwent a right shoulder revision procedure. Subsequently,during 1 &3 year follow up appointment, the patient reported severe pain and tingling, so much difficulty that couldn¿t sleep. Also being unable to do the following; open a jar, to do heavy chores, to carry a bag,to wash back, to cut, and to do recreational activities and interfered with social activities and daily activities.